Event description:
Customer reported that the insulin pump alarms compromised force sensor error every time he tries to prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.